Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
Reportable based on device analysis completed on 19sept2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified mid to distal right coronary artery. After a 7f non-bsc sheath, 7fr non-bsc guide catheter, and non-bsc guidewire crossed the lesion respectively, pre-dilation was performed with a 1.0x10mm non-bsc balloon. Additional support of 4fr 120cm non-bsc straight catheter was inserted and pre-dilation was further performed with a 2.5x12mm emerge balloon catheter. Subsequently, a 3.00 x 38mm synergy ii stent was advanced but failed to cross the lesion. The device was removed and pre-dilation was performed again with a 2.5x12mm nc emerge and a non-bsc guide wire was inserted to the lesion. After, the synergy stent was re-inserted but still was unable to cross the lesion. The physician decided to complete the procedure with balloon treatment only. No patient complications were reported. However, returned device analysis revealed stent damage. Synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to the mid-section of the stent. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.